Event description:
It was reported the brakes on the 66550 rollator are not working properly.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-04057, indicting the model number as 66550 when the correct model number is 66500. The date importer became aware was initially reported as 09/15/2013 when the correct aware date is 08/16/13.